Event description:
The pt underwent a double partial corpectomy at l2 and l3 on (B)(6) 2013 during which an x-core2 vbr and bilateral viper (depuy) pedicle screws were implanted. During a 3-month follow-up visit on (B)(6) 2013, radiographs depicted the x-core2 vbr implant had reduced in height approximately 25mm. The vertebral body endplates of l1 and l4 appear to be in tact and no implant subsidence is visible. Serial radiographs were evaluated by nuvasive to confirm the initial report as well as to determine the degree of collapse. The pt is reporting moderate pain and is currently being hospitalized for unrelated psychiatric problems. Revision surgery to replace the vbr implant is not planned at this time as the operating surgeon is satisfied with the stability and distraction of the construct, even in its partially collapsed state.

Manufacturer narrative:
(B)(4). The affected product has not been explanted. Root cause of the reported event is unknown at this time. The pt's adherence to post-operative care instructions is thought to be a potential contributor due to her compromised psychiatric state. Revision surgery is not planned for this pt due to her concomitant medical issues and the surgeon's belief that the construct is adequately stable in its current partially collapsed state. (B)(4). Labeling review notes the following: "these devices can break when subjected to the increased load associated with delayed union... If healing is delayed, or does not occur, the implant may eventually loosen, bend or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant." "Care should be taken to insure that all components are ideally fixated prior to closure." "Contraindications pts with physical of medical conditions that would prohibit beneficial surgical outcome."